Event description:
An altitude alarm condition caused the customer's insulin suspension. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the speaker holes with a soft bristle brush and a lint-free cloth, and to remove and reconnect the pump cartridge. The customer was unable to complete troubleshooting and decided to use multiple daily injections (mdi) temporarily, planning to resume contact after returning home.